Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. Device not returned yet.

Event description:
It was reported to vyaire medical problem with vela ventilator when turning the unit on, it will shut off after a few seconds. Furthermore, there is no patient associated with the reported event.